Event description:
The reviewed literature article contained the results of a retrospective study of all patients at one hospital over a 53-month period who had received treatment with the device to drain subdural fluid. The article states that during this time, 85 subdural collections were treated in 74 patients. According to the study, 63 of the 85 collections were considered successful while 22 collections, which had involved 19 patients, were considered unsuccessful. The article states that unsuccessful collections were defined by the need to perform a formal operative evacuation of the subdural collection via craniotomy or bur hole craniostomy following the initial treatment. The article states that 1 of the 19 patients, who had been taking aspirin and clopidogrel preoperatively, had to undergo an emergency craniotomy for a large acute subdural hematoma and neurological deterioration following the unsuccessful attempt; both the cortical vein and an adjacent artery were lacerated at site where the unsuccessful drainage had been performed. The article states that two patients experienced acute post drainage hemorrhage. The article concludes that the device is a safe and effective treatment option for draining subacute and chronic subdural hematomas.

Manufacturer narrative:
Corrected information: no eval. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval. If information is provided in the future, a supplemental report will be issued.